Event description:
It was reported that the user contacted support regarding whether to change an ilet setting after experiencing low blood glucose, and they were advised to seek guidance from their healthcare provider; with a reported blood glucose of 68 mg/dl, and the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and resolution with self-treatment. Investigation included review of complaint details and user education. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed with oral carbohydrates and no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.